Manufacturer narrative:
A customer from (B)(6) notified biomérieux of obtaining false negative result when testing a patient sample with bk virus r-gene (ref. (B)(4)), which is not registered or marketed in the united states. On 09-jan-2023, the biomérieux internal investigation initial findings showed that bk virus r-gene® product (ref. (B)(4)) was not involved. The investigation found that the issue occurred with emag® instrument (ref. 418591, serial number: (B)(6)) with one patient sample. The pcr runs, emag run reports, and emag logs were analyzed. The investigation analysis showed that there was no particular issue with pcr runs and emag run set up. However, emag pipetting logs analysis revealed abnormal pressure values at sample transfer. These abnormal values were in the valid pressure range for 200l of urine transfer but very close to invalid threshold. Therefore, the sample transfer was reported as valid by emag system. During extraction run, the volume transfer from input tube to vessel was inferior to the requested volume (air transfer instead of liquid). The main hypothesis is the presence of a meniscus or bubbles in the sample tube lead to an incorrect liquid volume determination and finally lead to air aspiration. The risk of ¿pipettor aspirates air leading to insufficient volume (or no volume)¿ is already present in the emag product risk analysis file. The probably of this risk was determined to be improbable meaning ¿assumed not to occur or cannot be distinguished from zero¿ it is the first occurrence of a defective pipetting issue not detected by the emag system since emag launch in 2016. The occurrence of the issue is (B)(4) , which is still in accordance with our emag product risk analysis file. There is no reconsideration of the performance of the emag® instrument (ref. 418591).

Event description:
A customer from france notified biomérieux of obtaining false negative result when testing a patient sample with bk virus r-gene (ref. 69-013b), which is not registered or marketed in the united states. However, on 09-jan-2023, the biomérieux internal investigation initial findings showed that bk virus r-gene® product (ref. 69-013b) was not involved. The investigation found that the issue occurred with emag instrument (ref. 418591, serial number: (B)(4)) with one patient sample. Originally, the customer tested a urine sample with bk virus r-gene® (ref. 69-013b) and obtained a negative result. As a plasma sample from this patient tested positive, the customer retested the urine sample and in this case, the load was found to be 9 log copies/ml. The emag log analysis showed that an issue occurred during the sample transfer of the urine (B)(4) in the vessel the (B)(6) 2022. Pressure values were abnormal for a urine sample but still in the valid range. The pressure values for the sample transfer of the urine (B)(4) in the vessel the (B)(6) 2022 were ok. The investigation continues on the emag system. Based on the available information at the time of this assessment, there is no report from the laboratory that the discrepant result led to any potential patient impact or adverse event as a result of this issue, nor any report of delayed results.